Event description:
Adverse event(s): "blurry vision" (blurred vision). Product problem(s): "none reported" (no info [iol (intraocular lens) implant]). A nurse reported, a pt experienced blurry vision following intraocular lens (iol) implant surgery. The iol was subsequently exchanged for a different model. The nurse reported that the pt was unable to neuroadapt to the initial lens. In a follow-up, the surgeon reported that the event has resolved following the lens exchange.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 03/16/2010 and 03/22/2010 by phone, fax, and mail. A completed questionnaire was received on 04/07/2010. (B) (4). (B) (4). (B) (4).